Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the intermittent turning on and off was not determined; the rep was not sure a motor stall even occurred. They were just there to shut off the pump; the rep questioned the patient, who just said it wasn't providing adequate therapy. The pump was shut off permanently, and there were no plans to explant the pump. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (20 mg/ml, 0.125 mg/day) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the pump was intermittently turning on and off and was possibly having motor stalls. Telemetry strips or other info were not available. The pump was not really working for the patient. There were no other reported symptoms. No further complications were reported.